Event description:
It was reported to boston scientific corporation, in 2005 that a maxforce high performance balloon dilatation catheter was used during an esophageal dilatation procedure in a (patient age, gender, & weight unknown) the same day. According to the complainant,"balloon popped." The physician completed the procedure with another maxforce high performance balloon dilatation catheter. No patient complications were reported as a result of this issue, and the patient was reported as "fine" following the procedure.

Manufacturer narrative:
A visual analysis of the returned device confirmed the reported event. A visual evaluation revealed a tear 2.6cm proximal from the tip. The tear extended proximally 9.8cm. In length. The exact cause of the reported event could not be determined.